Manufacturer narrative:
This report was prepared by rep. This is a malfunction that has been reported to fisher & paykel healthcare by a customer in a foreign country. The product is not sold in USA but it is similar to a product which is sold in the USA. Method: the device was visually inspected. Results: our records indicate that this is the only complaint of this nature received for the given lot number. One heater wire pin on the inspiratory limb was bent, preventing the heater wire adapter from being connected. This slightly bent pin was likely to have been caused by one of the manufacturing processes or by the end user on setting up the breathing circuit for use. Conclusions: the device was out of specification. We are aware of other such complaints with an occurrence rate of 0.002%. We will continue to monitor all complaints for this type of fault.

Event description:
A hospital in a foreign country reported to our distributor, that a connection pin at the heated inspiratory limb of an rt106 adult breathing circuit was found to be bent. No patient injury was reported.